Event description:
It was reported that during an implant procedure, an epicardial lead was implanted, but failed conversion and the patient required rescue shocks. Next, a single coil lead was attempted, but with the same non-conversion so it did not remain implanted. The initial epicardial lead was repositioned more laterally, failed again to convert, but remains implanted; the patient was sent for further evaluation. It was noted that the patient was larger and a competitor device was used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).